Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that the low reservoir alarm occured on (B)(6) 2013; on (B)(6) 2013 the empty reservoir alarm was noted. The patient was having withdrawal symptoms. The pump was delivering lioresal. It was later reported that the patient was experiencing extreme spasticity. The pump was refilled and the patient had no problems post refill. The patient was receiving "great relief".

Manufacturer narrative:
(B)(4).